Event description:
Issue regarding boston scientific rx rapid exchange cytology brush. The brush was used to obtain cytology specimens during ercp. Two physicians recently began to suspect a problem with the brushes. Brushings were done of a proximal biliary stricture and stents were placed. The physicians had a suspicion that the small radio-opaque ring like structure was present during and after the procedure and was not on the scout film. Since the plan was to place stents and the pt was to undergo surgery for an attempt at resection, the plan was to observe the pt. The brush was examined and nothing was detected missing from the brush. A week later they encountered a similar experience. During an ercp and placement of a pancreatic stent the md brushed the proximal biliary stricture and again noticed a ring like density. The metallic appearing filling defect was quiet small and would be difficult to extract; therefore, the procedure was not extended and the decision was to observe the pt and follow-up on surgical consultation. In the first 2 cases, they noted a very small density but it was not clear what it was or from where it might be arising. By the third case they became very suspicious of the brush and/or catheter. Boston scientific was notified and they have not heard of other similar events. The physician avoided using the brushes and cautioned the other physicians and searched for a replacement product from another vendor. The physician had to use the brush on one more pt and once again, noted the density post procedure. He reviewed several other pts in whom we have utilized the brush in the last several months and he did not detect any x-rays demonstrating the small metallic defect. We discussed this issue with the boston scientific rep this week and he contacted the company and other reps and no one else has noted a problem. The rep suggested that it could be a problem with that lot of brushes and, therefore, we were careful not to utilize brushes with the same lot # on pts today. The rep reviewed the inventory and found one other brush with the same lot #, which he will take and replace. He will follow up with the company on a formal basis and get back to us. The update on the involved patients is that there were no clinical consequences to date in any of the patients. Pt cited at the beginning of this entry. Diagnosis or reason for use: obtaining cytology specimens during ercp.

Event description:
Issue regarding boston scientific rx rapid exchange cytology brush. The brush was used to obtain cytology specimens during ercp. Two physicians recently began to suspect a problem with the brushes. Brushings were done of a proximal biliary stricture and stents were placed. The physicians had a suspicion that the small radio-opaque ring like structure was present during and after the procedure and was not on the scout film. Since the plan was to place stents and the pt was to undergo surgery for an attempt at resection, the plan was to observe the pt. The brush was examined and nothing was detected missing from the brush. A week later they encountered a similar experience. During an ercp and placement of a pancreatic stent the md brushed the proximal biliary stricture and again noticed a ring like density. The metallic appearing filling defect was quiet small and would be difficult to extract; therefore, the procedure was not extended and the decision was to observe the pt and follow-up on surgical consultation. In the first 2 cases, they noted a very small density but it was not clear what it was or from where it might be arising. By the third case they became very suspicious of the brush and/or catheter. Boston scientific was notified and they have not heard of other similar events. The physician avoided using the brushes and cautioned the other physicians and searched for a replacement product from another vendor. The physician had to use the brush on one more pt and once again, noted the density post procedure. He reviewed several other pts in whom we have utilized the brush in the last several months and he did not detect any x-rays demonstrating the small metallic defect. We discussed this issue with the boston scientific rep this week and he contacted the company and other reps and no one else has noted a problem. The rep suggested that it could be a problem with that lot of brushes and, therefore, we were careful not to utilize brushes with the same lot # on pts today. The rep reviewed the inventory and found one other brush with the same lot #, which he will take and replace. He will follow up with the company on a formal basis and get back to us. The update on the involved patients is that there were no clinical consequences to date in any of the patients. Pt cited at the beginning of this entry. Diagnosis or reason for use: obtaining cytology specimens during ercp.

Event description:
Issue regarding boston scientific rx rapid exchange cytology brush. The brush was used to obtain cytology specimens during ercp. Two physicians recently began to suspect a problem with the brushes. Brushings were done of a proximal biliary stricture and stents were placed. The physicians had a suspicion that the small radio-opaque ring like structure was present during and after the procedure and was not on the scout film. Since the plan was to place stents and the pt was to undergo surgery for an attempt at resection, the plan was to observe the pt. The brush was examined and nothing was detected missing from the brush. A week later they encountered a similar experience. During an ercp and placement of a pancreatic stent the md brushed the proximal biliary stricture and again noticed a ring like density. The metallic appearing filling defect was quiet small and would be difficult to extract; therefore, the procedure was not extended and the decision was to observe the pt and follow-up on surgical consultation. In the first 2 cases, they noted a very small density but it was not clear what it was or from where it might be arising. By the third case they became very suspicious of the brush and/or catheter. Boston scientific was notified and they have not heard of other similar events. The physician avoided using the brushes and cautioned the other physicians and searched for a replacement product from another vendor. The physician had to use the brush on one more pt and once again, noted the density post procedure. He reviewed several other pts in whom we have utilized the brush in the last several months and he did not detect any x-rays demonstrating the small metallic defect. We discussed this issue with the boston scientific rep this week and he contacted the company and other reps and no one else has noted a problem. The rep suggested that it could be a problem with that lot of brushes and, therefore, we were careful not to utilize brushes with the same lot # on pts today. The rep reviewed the inventory and found one other brush with the same lot #, which he will take and replace. He will follow up with the company on a formal basis and get back to us. The update on the involved patients is that there were no clinical consequences to date in any of the patients. Pt cited at the beginning of this entry. Diagnosis or reason for use: obtaining cytology specimens during ercp.

Event description:
Issue regarding boston scientific rx rapid exchange cytology brush. The brush was used to obtain cytology specimens during ercp. Two physicians recently began to suspect a problem with the brushes. Brushings were done of a proximal biliary stricture and stents were placed. The physicians had a suspicion that the small radio-opaque ring like structure was present during and after the procedure and was not on the scout film. Since the plan was to place stents and the pt was to undergo surgery for an attempt at resection, the plan was to observe the pt. The brush was examined and nothing was detected missing from the brush. A week later they encountered a similar experience. During an ercp and placement of a pancreatic stent the md brushed the proximal biliary stricture and again noticed a ring like density. The metallic appearing filling defect was quiet small and would be difficult to extract; therefore, the procedure was not extended and the decision was to observe the pt and follow-up on surgical consultation. In the first 2 cases, they noted a very small density but it was not clear what it was or from where it might be arising. By the third case they became very suspicious of the brush and/or catheter. Boston scientific was notified and they have not heard of other similar events. The physician avoided using the brushes and cautioned the other physicians and searched for a replacement product from another vendor. The physician had to use the brush on one more pt and once again, noted the density post procedure. He reviewed several other pts in whom we have utilized the brush in the last several months and he did not detect any x-rays demonstrating the small metallic defect. We discussed this issue with the boston scientific rep this week and he contacted the company and other reps and no one else has noted a problem. The rep suggested that it could be a problem with that lot of brushes and, therefore, we were careful not to utilize brushes with the same lot # on pts today. The rep reviewed the inventory and found one other brush with the same lot #, which he will take and replace. He will follow up with the company on a formal basis and get back to us. The update on the involved patients is that there were no clinical consequences to date in any of the patients. Pt cited at the beginning of this entry. Diagnosis or reason for use: obtaining cytology specimens during ercp.